Event description:
It was reported that the patient¿s device was turned off ¿many years ago¿ because it was not helping him. The reporter was a technician requesting MRI guidelines in order to rule out a stroke. At the time of the report the patient was an inpatient at a medical center. Upon further review the information provided was confusing and unclear. The patient name provided did not match the serial number; it was determined the serial number belonged to another patient. However, the only patient found in the database with the same name as originally provided was deceased. In addition, the healthcare provider (hcp) who reportedly requested the MRI did not have a patient by either name. Due to the lack of clarity additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Further review determined that the event was not reportable for serious injury. The outcome attributed to adverse event selection of other and hospitalization no longer apply. Additional review determined the event was not reportable as there was no allegation of a reportable malfunction or serious injury as there was no information to reasonably suggest the device caused or contributed to the stroke or hospitalization the patient experienced.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v263727, implanted: 2009-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).